Manufacturer narrative:
(B)(4). Concomitant medical products - unknown acetabular liner catalog#: ni lot#: ni; unknown femoral head catalog#: ni lot#: ni; unknown femoral stem catalog#: ni lot#: ni. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product is currently remains implanted in the patient. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision of a triflange is being scheduled due to unknown reasons. Attempts have been made and no further information has been provided.